Manufacturer narrative:
The initial MDR 2432235-2017-00634 was filed on 15-dec-2017. Additional information (15-jan-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument event data and concluded that the total hcg performance test recovered acceptably and the potential cause of the discordant total hcg result was due to the luminometer issues which were resolved by service.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed a total service visit. The cse decontaminated the system and ran precision. The cse found that the waste reservoir had a clogged line and cleaned it. The cse performed calibration and ran hcg quality control (qc). The cse returned to the customer's site and replaced the photo-multiplier tube (pmt) because it was not draining properly and causing base leakage in the luminometer. The cse ran calibration, qc and precision. The ccc specialist instructed the customer to perform system validation, resulting satisfactory. The cause of the discordant, falsely elevated total hcg is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on one patient sample on (B)(6) 2017 on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on (B)(6) 2017 on two alternate advia centaur xp instruments, resulting lower. The corrected result from the alternate advia centaur instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.

Manufacturer narrative:
The initial MDR 2432235-2017-00634 was filed on 15-dec-2017. Additional information (11-dec-2018): a siemens customer service engineer (cse) was dispatched to the customer site and replaced the cuvetted loaded in ring sensor.